Event description:
As reported, during a procedure to implant kissing stents in the common iliac artery, the stent on an 8mm x 39mm palmaz genesis on opta pro stent delivery system (sds) was prematurely deployed prior to entering the patient. The stent dislodged from the delivery system on an unknown guidewire before reaching the brite tip catheter sheath introducer (csi), without interacting with another device, and no resistance was met while advancing the device. A 7mm x 39mm palmaz genesis on opta pro sds was used as a replacement along with a 6mm x 39mm palmaz gensis on opta pro sds; however, the balloon of the 6mm x 39mm palmaz genesis on opta pro sds had ruptured. The balloon ruptured between 5 and 6 atmospheres (atm), but the stent was able to be properly deployed. There were no reported injuries to the patient. The devices were stored and prepped per the instructions for use (IFU), and there was no damage to the device packaging prior to opening the devices. The target site vessel characteristics were severe calcification, no tortuosity, and greater than 50% stenosis. There was no difficulty removing the devices from their packaging. The balloon was not partially inflated to maintain the stents in place. There was no damage to the stent which had dislodged. The ruptured balloon was prepped with a contrast to saline ratio of 7cc to 13cc. The devices were removed from the patient easily and remained in one piece during their removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a procedure to implant kissing stents in the common iliac artery, the stent on an 8mm x 39mm palmaz genesis on opta pro stent delivery system (sds) was prematurely deployed prior to entering the patient. The stent dislodged from the delivery system on an unknown guidewire before reaching the brite tip catheter sheath introducer (csi), without interacting with another device, and no resistance was met while advancing the device. A 7mm x 39mm palmaz genesis on opta pro sds was used as a replacement along with a 6mm x 39mm palmaz gensis on opta pro sds; however, the balloon of the 6mm x 39mm palmaz genesis on opta pro sds had ruptured. The balloon ruptured between 5 and 6 atmospheres (atm), but the stent was able to be properly deployed. There were no reported injuries to the patient. The devices were stored and prepped per the instructions for use (IFU), and there was no damage to the device packaging prior to opening the devices. The target site vessel characteristics were severe calcification, no tortuosity, and greater than 50% stenosis. There was no difficulty removing the devices from their packaging. The balloon was not partially inflated to maintain the stents in place. There was no damage to the stent which had dislodged. The ruptured balloon was prepped with a contrast to saline ratio of 7cc to 13cc. The devices were removed from the patient easily and remained in one piece during their removal. The devices will be returned for evaluation. Addendum: product evaluation of the 8mm x 39mm palmaz genesis on opta pro sds revealed that the stent is not prematurely deployed; however, the stent is offset and out of position on the delivery system.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during a procedure to implant kissing stents in the common iliac artery, the stent on an 8mm x 39mm palmaz genesis on opta pro stent delivery system (sds) was prematurely deployed prior to entering the patient. The stent dislodged from the delivery system on an unknown guidewire before reaching the brite tip catheter sheath introducer (csi), without interacting with another device, and no resistance was met while advancing the device. A 7mm x 39mm palmaz genesis on opta pro sds was used as a replacement along with a 6mm x 39mm palmaz gensis on opta pro sds; however, the balloon of the 6mm x 39mm palmaz genesis on opta pro sds had ruptured. The balloon ruptured between five and six atmospheres (atm), but the stent was able to be properly deployed. There were no reported injuries to the patient. The devices were stored and prepped per the instructions for use (IFU), and there was no damage to the device packaging prior to opening the devices. The target site vessel characteristics were severe calcification, no tortuosity, and greater than 50% stenosis. There was no difficulty removing the devices from their packaging. The balloon was not partially inflated to maintain the stents in place. There was no damage to the stent which had dislodged. The ruptured balloon was prepped with a contrast to saline ratio of 7cc to 13cc. The devices were removed from the patient easily and remained in one piece during their removal. 2024-10088-2 the device was returned for analysis. A non-sterile ¿long gen / pro 39 x 60 bil 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough inspection revealed no damages to the unit. The balloon arrived deflated, and the stent was not mounted on the balloon nor returned for analysis. No other notable details were observed. During functional testing, an inflator/deflator device was attached to the inflation port. Positive pressure was applied to reach the rated burst pressure. However, the inflation pressure could not be maintained due to a leak caused by a rupture on the balloon¿s surface. Inspection with a vision system confirmed the rupture, with water leaking from the damaged area. The balloon surface showed evidence of a rupture and secondary scratch marks near the damaged border. This type of damage is typically caused by interaction with a sharp object or mechanical damage. It is highly likely that the same factors causing the scratch marks also led to the damage observed on the received device. The material near the damaged area appears to have been affected by a sharp object from outside the device. The reported ¿stent premature deployment¿ was not confirmed, as the stent had not been deployed, rather a ¿stent offset/out of position¿ was noted upon analysis. The stent was noted to have shifted on the balloon toward the distal tip of the balloon. An amplified image was taken, and the strut marks were observed on the balloon surface indicating proper crimping of the stent. The reported ¿balloon burst-at/below rbp¿ was confirmed as a ruptured condition was observed on the balloon material noting a leakage and balloon inflation pressure could not be maintained. Based on the information available for review and the analysis of the returned devices, vessel characteristics and procedural factors likely contributed to the events reported. Severe calcification and stenosis at the lesion may have contributed to the stent shifting on the balloon as well as the rupture that was noted on the second balloon used in the procedure. According to the safety information in the instructions for use ¿the minimal acceptable sheath french size is printed on the package label. Do not attempt to pass the delivery system through a smaller size sheath introducer than indicated on the label. Introduction of stent delivery system a. Flush guidewire lumen of the delivery system. Position the flared end of the introducer tube over the distal tip of the stented balloon and slide forward to protect the stent during csi insertion. Backload onto the guidewire. Place the assembly through the csi valve until resistance is met. Carefully advance the stent and delivery system through the introducer tube and csi valve. When the stent has passed into the body of the csi, remove the introducer tube. B. Continue to advance the device over the guidewire through the csi. Prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum.¿ the information available and the photos provided do not provide sufficient information to determine a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.